Event description:
(B)(4). Its been a horrible experience. I'm in constant pain all the time. I have really bad abdominal and pelvic pain , extremely painful bloating. Since essure I have yet to find a way to get my energy back,cure the constant annoying pain,burning, poking,spasms in sides and much more " unexplained" heath problems. Besides the pain, I have constant emotional problems, depression,panic attracts. Tired and my energy to even get through the day is very rough. Not to mention having to deal with the nauseousness, dizzy spells,breathing problems from the inflammation in my stomach, which also causes me to not be able to eat, and the insomnia at night.